Event description:
The customer reported that they could not acquire a 12-lead. No additional details were given. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.